Event description:
It was reported that shaft break occurred. During the procedure, a 3.50 x 48mm synergy xd drug-eluting stent was advanced to treat the lesion. However, upon removing the stent, it was noticed that the delivery system was broken. The procedure was completed without any patient complications.